Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of segmental resection, the surgeon started firing the device; however the firing stopped on the halfway. It was reported that the tissue was thick however; it was appropriate thickness to the reload size. Additional tissue resection was required due to the issue. They replaced the reload and the firing was completed with no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.